Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate optical sensor alarm. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device code, investigation type, investigation findings, investigation conclusion, component code), h11. Esp person explained the difference between central and peripheral pressures which michael understood well. He then said that the pump wouldn't always calibrate. Esp person explained how often the pump would attempt calibration and why it would postpone it or not calibrate at all. The patient was about to go on pump for CABG and so esp person suggested they switch over to the inner lumen of the catheter as an alternate ap source so calibration would not be an issue. Michael said we already did. Esp person explained that the fiber optic cable needed to be removed to zero and use the transduced pressure.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate optical sensor alarm and patient's ao pressure was wrong compared to the anesthesia monitor. There was no harm or injury reported.